Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii, "wasn't dropping," "was getting tighter," and is "oddly shaped."

Event description:
Patient reported left side capsular contracture, baker grade iii, "the left side wasn't dropping," "was getting tighter," and is "oddly shaped." Device remains implanted.

Event description:
Patient reported left side capsular contracture, baker grade iii, "the left side wasn't dropping," "was getting tighter," and is "oddly shaped." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified deformation, fold creases, and cloudiness in the gel observed after the autoclave disinfection cycle. Weight measurement of the device identified device weight was within specification. Based on the device analysis the final assessment was no issues found related with the manufacturing process. Additional, changed, and/or corrected data: d.10., h.3., h.6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.7., g.1., g.3., h.6.

Event description:
Device has been explanted.